Manufacturer narrative:
H3: because the complaint originated as an amazon review, information is very limited. Amazon will not provide their customer's contact information. There is no lot information available and the specifics of use of the device (what type or size of tube/device was being secured, was the product applied per the IFU etc.), are unknown. Without additional information, the complaint cannot be confirmed, nor can root cause be positively determined. Based on historical complaint data, possible root cause is related to new users and device training. As this device is likely being used by end users in a home setting, they may not be following the instructions for use and proper application protocol. (B)(4). Therefore, no further corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Amazon review: I used the 1st of these yesterday; it didn't even last 12 hours before it totally came off. I even used a barrier cream that is supposed to help it stick better. Today I decided I'd let it set longer before I hooked my catheter tubes in it. Within an hour, it was already coming loose.